Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on. Insulin pump had battery failed alarm. Customer stated that insulin pump's battery cap was neither damaged nor missing. Customer removed battery and insulin pump did not show insert battery alarm. Customer inserted new battery but display did not return after restart. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.